Event description:
This was a class iib lead extraction case for removal and reimplantation of an atrial lead and removal of two rv leads. The first lead (ra pacing) was prepped with an lld-ez and a 14f glidelight catheter was used to lase down the lead to the proximal electrode ring when the lead disengaged. A wire was then placed for access. About 2 minutes later, the physician noticed that the blood pressure was lower and he decided to bring in an ice catheter. A small effusion was noted, a pericardiocentesis was done, and approximately 170 cc of blood was withdrawn. The CT surgeon was in the room approximately 5 minutes later, however since the effusion and the patient's blood pressure had stabilized, it was felt that no other intervention was necessary at that time. The physician wanted complete stabilization of the patient prior to removing the other two leads and placing the new atrial line. The patient was hospitalized and recovered from the procedure.